Event description:
It was reported that two days after implant, the patient presented with a pericardial effusion that needed to be drained. The right ventricular (rv) lead appeared to be sensing and pacing normally, however, the r wave measured at greater than 20 mv and at implant the r waves measured were in the 5 to 6 mv range. This made the implanting physician suspicious that the lead was actually extra-cardiac and needed to be repositioned. The rv lead was repositioned and remains in us. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2014. (B)(4).